Event description:
Information received indicates the customer experienced air-in-line alarms.

Manufacturer narrative:
Product number 340-4128 is currently under recall z-1444-2011. Lot ct1103302 is not included in that recall.